Manufacturer narrative:
Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked because of no screw thread in battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.